Manufacturer narrative:
Product analysis: no product was returned.    Conclusion: without the return of the product, no definitive conclusion can be made regarding the clinical observation. If information is provided in the future, a supplemental report will be issued.

Event description:
Medtronic received information that during the implant of this transcatheter bioprosthetic valve, a pre-balloon aortic valvuloplasty (bav) was performed. During deployment, the valve appeared to be under-expanded. Severe central regurgitation and severe paravalvular leak (pvl) were reported due to an infold identified from heavy left ventricular outflow tract (lvot) and annular calcium. A bav was performed and the infold resolved, however the bav caused an annular rupture. The patient subsequently died.

Manufacturer narrative:
Conclusion: the device history record was reviewed and showed that this product met all manufacturing specifications for product released for distribution. No issues were identified that would have impacted this event. Procedural cines submitted for review confirmed infolding in the fully deployed valve and that there was significant calcification present. The infold was removed, but it is not shown whether due to a post-implant balloon aortic valvuloplasty (bav). The cine films do not confirm regurgitation or that an annular rupture occurred, but extravasation of contrast is seen once the infold was removed. Calcification is a known cause of expansion issues and does not indicate a device failure or malfunction. Per the device instructions for use (IFU), ¿in the event that valve function or sealing is impaired due to excessive calcification or incomplete expansion, a post-implant balloon dilatation of the bioprosthesis may be performed to improve valve function and sealing. To ensure patient safety, valve size and patient anatomy must be considered when selecting the size of the balloon used for dilatation. The balloon size chosen for dilatation should not exceed the diameter of the native aortic annulus. Refer to the specific balloon catheter manufacturer's labeling for proper instruction on the use of balloon catheter devices." It is unknown what pressure the balloon was inflated (if the balloon was potentially over inflated), the second bav balloon size or other conditions present during the procedure. Based on the images review and the information provided, the potential cause for the under expansion of the valve appears to be related to the heavy left ventricular outflow tract (lvot) and annular calcification, which is considered extremely calcified anatomy. Neither an autopsy nor an explant of the valve was reported. The patient death is being attributed to the annular rupture that occurred after the post-implant bav was performed. The images reviewed showed heavy calcification, which provides a strong potential that this dilatation led to the annular rupture. A procedure- or valve-related death is an inherent risk when the patient condition is such that a transcatheter aortic valve (tav) is needed to sustain cardiac function, and it can occur despite an ideal implant procedure or device functionality. Patient death are potential risks associated with the implantation of a bioprosthesis valve per the device IFU. This event does not indicate device misuse or malfunction. If information is provided in the future, a supplemental report will be issued.